Manufacturer narrative:
The pump was received with partial display due to cracked glass. Unable to perform displacement test, active current test, sleep current test or self test due to partial display. Low battery alert less than 1 week unknown. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a short battery life. Blood glucose level at the time of the incident was not provided. No further details were given. The product was returned for analysis.